Manufacturer narrative:
The report states, "customer states that replacement issued did not have any packaging to prevent damage. Just the product box inside of larger box. Customer states no issues or damage at this time but wanted to express their concern." Customer reported that the blood pressure monitor started giving on and off readings the day before he called medline. There were no injuries or medical interventions needed. Customer also reported that he has "heart problems and chronic kidney disease." Customer also reported that he has received a replacement but is having similar issues with the new device displaying an error message. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The report states, "customer states that replacement issued did not have any packaging to prevent damage. Just the product box inside of larger box. Customer states no issues or damage at this time but wanted to express their concern."